Event description:
It was reported that a patient experienced relapsing peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (dose, route, frequency and duration not reported) and an unspecified antibiotic (dose, route, frequency and duration not reported). The patient was considered to recovered from the peritonitis was discharged from the hospital. Less than one month later, the patient again experienced peritonitis and was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency and duration not reported). At the time of this report, the relapsing peritonitis event was ongoing. Extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date of the first peritonitis event was not provided; it was reported to have occurred in (B)(6) 2015. The second hospitalization began on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.